Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, the suspected cause of the perforation was due to patient factors (small ventricle) and procedural factors (push force while removing the pusher). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), after implant of a 26mm sapien 3 valve in the aortic position by transfemoral approach, the patient¿s blood pressure dropped and CPR was initiated. A pericardial effusion was visible on echo. Puncture of the pericardial effusion was performed and blood gas showed atrial bleeding. The patient was converted to surgery to stop the bleeding and a perforation of the wire was visible in the left ventricle. The patient was in a good condition after the surgery. The suspected cause of the perforation was a small ventricle and too much push on the wire by removing the pusher in implant position.